Event description:
We received an allegation about discrepant results for 1 patient's samples tested with creatinine plus ver.2 (crep2) assay on a cobas 8000 c702 module when compared to a cobas c501 module and architect system. Sample 1 was initially tested on c501 resulting in values of 325 umol/l and 336 umol/l. Sample 1 was repeated using a dilution factor of 1:50 on the c501 and the result was 355 umol/l (accompanied by a data flag). The physician questioned the result of 325 umol/l as it did not correlate with the patient's clinical picture and requested a 2nd sample (sample 2) to be drawn. Sample 2 was tested on the c501 resulting in values of 34 umol/l and 35 umol/l. Sample 1 was then repeated resulting in values of: 24 umol/l and 27 umol/l when tested on c702. 411.2 umol/l when tested on architect. Sample 2 was also repeated on c702 and architect resulting in values around 35 umol/l to 40 umol/l.

Manufacturer narrative:
The c702 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
A reagent/instrument issue can be excluded because the result was repeatable on c501 and c702 while comparing the same method. The patient was diagnosed with lymphoma. The investigation determined the event was consistent with the patient sample or the patient's medical condition. The product labeling states: "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.